Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "insufficient water flow" was presumed to have been due to the clogged nozzle. A further cause of the foreign matter being clogged in the nozzle could not be further presumed from the data acquired for this investigation. There is a possibility that the users could prevent the occurrence of the relevant event if they follow blow IFU (instructions for use): operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Inspection of the objective lens cleaning function] ¦ inspection of the water feeding function "depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." It is recommended that the user inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device

Event description:
The customer reported to olympus that during preparation for use the water supply was weak. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: clogged nozzle. This report is being submitted for the malfunction found during evaluation (clogged nozzle).

Manufacturer narrative:
UDI not available; device not distributed in us. The device was returned to olympus and the customer¿s complaint was confirmed, the water supply was weak due to a clogged nozzle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.